Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that implant attempt, it was not possible to extend the helix. The patient's status was reported as "good". The lead was not used. No patient complications were reported as a result of this event.